Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified right common femoral artery. A 7.0 x 40 mm armada 35 balloon catheter was used, and the device did not meet any resistance during advancement. The balloon was inflated once at 6 atmospheres; however, after several attempts, the balloon failed to deflate completely. Therefore, a 22g spinal needle was used to puncture the balloon percutaneously to remove the balloon. Another 7.0 x 40 mm armada 35 balloon was then used to further dilate the lesion and successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: adverse event, required intervention, serious injury. The device was retuned and the balloon was pressurized, which identified a longitudinal rupture. This rupture was caused when a needle was used to puncture the balloon after it would not deflate. The deflation times could not be measured with a ruptured balloon. The lot history record was reviewed and identified no exceptions related to this lot for deflation issues or leaks. The complaint history for this lot was reviewed and identified no similar incidents. Based on an expanded evaluation, it was possible that the deflation issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.